Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s eon mini ipg was replaced on (B)(6) 2019 due to the ipg being inoperable.

Event description:
Based on information obtained, effective therapy was established post-operatively.